Event description:
It was reported that the procedure was to treat a lesion in the heavily tortuous, heavily calcified, 90% stenosed, distal circumflex artery. The trek balloon would not cross, and during the attempt to cross the heavily calcified lesion, the proximal shaft of the balloon catheter separated in two pieces. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported shaft separation was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and visual analysis of the device, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.